Event description:
The pt alleged pain, swelling, bowel obstruction, and a "bunched up mesh" following implantation of a bard mesh. The following is based on the medical records provided by the pt: on (B)(6) 2005: ventral herniorrhaphy composix kugel hernia mesh.

Manufacturer narrative:
The info provided was limited to the implant procedure. No further detail has been provided at this time. A mfg review that included review of sterility records was performed and did not find evidence of a mfg related cause for the alleged event. As determined by the catalog and lot numbers provided, the subject product is part of the composix kugel recall. No connection can be made at this time between the reason for the recall and the reported event. Additionally, no sample has been returned for eval. Based on review of the info currently available, no connection could be made between the adverse pt outcome and the davol product in question. If add'l event and/or eval info becomes available, a f/u MDR will be submitted.